Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated electrolyte leakage in the battery.

Event description:
The device was returned to the manufacturer for warranty assessment after being explanted. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.